Event description:
It was reported to boston scientific corporation that a zero tip basket was being prepped for use in an unspecified procedure. According to the complainant, the device was noted to be damaged when removed from the package. No damage was noted to the packaging itself. No patient information is available.

Manufacturer narrative:
Following a detailed device analysis of the returned zero tip nitinol retrieval basket, it was revealed that one (1) of the basket wires was broken at the distal end next to the knot; however, the broken basket wire remained attached at the proximal end. The basket wire was most likely broken while handling during preparation for the procedure, which is consistent with the event information. Therefore, the most probable root cause for this event is determined to be handling damage. It is also noted that a basket wire separating from the knot and remaining attached to the device is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation that a zero tip basket was being prepped for use in an unspecified procedure. According to the complainant, the device was noted to be damaged when removed from the package. No damage was noted to the packaging itself. No patient information is available.